Event description:
Injury. A pt reported that a novofine 30 disposable needle broke off in his abdomen and remains lodged there. The pt stated that he had attached the needle to his device, replaced the outside needle cap, and then put the device in his shirt pocket because he intended to use it some time later. The pt forgot to remove the device while working on his car and it became wedged between his body and the car. The pt felt a sharp sting and when he examined the needle, he noticed that only the hub remained on the device. The pt went to a local emergency room where x-rays confirmed the location of the needle. The pt stated that although he has not experienced any complications in the three months that have elapsed since the event, he is worried about future medical problems which may arise as a result of this incident. The pt complained that the outer needle cap should fit more securely on the needle. He also felt that the needles should be designed so that they can work themselves out when this type of problem occurs.